Event description:
It was reported that the sling was placed under local anaesthetic on (B)(6), the pt was discharged with no problem the same day. The pt presented again moribund at 3 am on (B)(6) with necrotizing fasciitis. The pt was operated on to amputate the leg on the morning of (B)(6) and died at 5 am on (B)(6). Per add'l info rec'd, the pt was given tazocin and gentamycin prior to surgery, and trimethoprim following the surgery. The infection affected the obturator externus, abductor compartment, hamstrings, sartorius muscle, lateral aspect of quadriceps, sciatic nerve, and the gastrocnemius soleus muscle group. It was reported that the tape was removed and wound debridement performed and there was a lot of bleeding which did not appear to be old hematoma.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to be released for general distribution. (B)(4).